Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated into the organs, detached and the device was unable to be retrieved. Allegedly filter limb(s) migrated to the right ventricular apex and other filter limb(s) embedded in the excluded abdominal aortic aneurysm sac. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Filter limb(s) were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five months post filter deployment, a CT abdomen demonstrated at least three prongs of the filter to be outside the ivc. Approximately eight years post deployment , a CT scan demonstrated an ivc filter with two missing struts. One leg was retained locally and the other strut was located in the right ventricle apex. Approximately eight years one month post filter deployment , patient was scheduled for filter retrieval. The ivc filter was successfully removed. All intravascular ivc filter fragments, including the one in the right ventricle were also successfully removed. One remaining fragment in the abdominal aortic aneurysm sac could not be removed.therefore, the investigation can be confirmed for perforation of the ivc and limb detachment. However, the investigation can be unconfirmed for retrieval difficulties as the filter was successfully removed. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011), (manufacturing date: 09/2008).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records has been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2011); (manufacturing date: 09/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated into the organs, detached and the device was unable to be retrieved. Allegedly filter limb(s) migrated to the right ventricular apex and other filter limb(s) embedded in the excluded abdominal aortic aneurysm sac. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Filter limb(s) were removed percutaneously. The current status of the patient is unknown.